Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 jun 2019, and were reviewed 15 aug 2019, for MDR reportability. On (B)(6) 2015, the patient underwent a left total knee arthroplasty due to osteoarthritis with contractures and synovitis. Competitor cement was utilized during the procedure. The surgeon did not report any intraoperative complications. On (B)(6) 2019, the patient underwent a revision of the left total knee arthroplasty due to pain and severe activity altering fibrosis. During the surgery loosening of the tibial plate was noted at cement/tibial tray interface. The femoral component was noted to be well-fixed, though also revised. The patella was not revised. All competitor components were implanted during this procedure. The surgeon reported no intraoperative complications. Doi: (B)(6) 2015. Dor: 01/17/2019 (left knee). Patient has bilateral knee replacements